Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had high blood glucose level more than 22 mol/l because the insulin pump alarmed that it stopped delivering insulin. Customer was very stress and started to go higher and higher but they bolused every time and this succeeded. Customer did a self test on the insulin pump and this indicated hardware low level failures error and afterwards rewinded the pump, active insulin was cleared. Customer did the rewind together and everything functioned. The device will not be returned for analysis.

Manufacturer narrative:
Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in device history due to broken trace on keypad assembly. (B)(4).